Manufacturer narrative:
The part was manufactured in 2004 at small bone innovations. (B)(4) made this part the first time in 2007. Device has not been returned, no conclusions can be made.

Event description:
During an interior cervical procedure: using a self retaining screwdriver surgeon was placing the locking caps and the screwdriver broke into two pieces. Driver broke one third up from the bottom and the break was clean with no fragments. The pieces were retrieved and surgeon selected another driver. Also during the procedure; surgeon was using the counter torque wrench and two of the four prongs broke, dropping into the wound. The pieces of the wrench were retrieved. Another wrench was selected and the procedure was completed. Surgeon verified no pieces left in the patient by x-ray. There was a minute or two delay in the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.